Event description:
The epidural catheter was used for a caudal epidural steroid injection. When the catheter was removed, it was noted that approx 5cm to 5.5cm was missing from the distal end. The physician attempted to visualize the catheter tip under flouroscopy without success. The tip section remains in the pt's caudal epidural space with no further actions anticipated.